Event description:
It was reported the system displayed a cine disk failure message at boot up. This message will result in a loss of cine function; thereby losing subtraction, road-mapping, or other critical vascular cine functions. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.